Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse replaced the cine hard drive. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system cine disk was not available. No patient or user injury was reported related to this event.